Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not communicating. It said no video detected. There was troubleshooting present. It was reported that they switched main carts and the other main cart worked with the camera cart. There was no patient involvement.

Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  H6) multiple annex a codes were applied to capture this event. A13 captures the communication issues, a0902 captures the "no video d etected", and a1102 captures the error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information in section b5. H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736408, serial lot: unknown. H3, h6) the system was serviced in the field. In summary, the system performed as intended and no faults were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that the issue was that the system would not work with an external monitor. The high-definition multi-media interface (hdmi) bulkhead was bypassed with no resolution. The hdmi cable connection was checked and it was plugged in prior to logging into the system's application. The external monitor toggle was on. The external monitor settings for the non-medtronic monitor were changed without resolution. The manufacturer representative unplugged the hdmi main cart monitor cable (red) and plugged the non-medtronic monitor directly into the dongle and the video went to the non-medtronic monitor but it would not display on the medtronic navigation system's monitor. The rep reseated the dongle and system then functioned as intended. It was noted that there was a tight zip tie around the dongle and it was cut off. It was found that the rep was only troubleshooting with the non-medtronic monitor but it was noted that further troubleshooting with another non-medtronic monitor needed to be performed.